Event description:
A customer stated when they used excel off brand reagent strips the elite system would not count down and display a result. No blood sugar result to a diabetic could be a serious condition. While on the phone a review of the system was conducted. The customer did not have requisite supplies to continue testing. Also the customer was informed that bayer does not provide or support the use of an off brand reagent. Follow-up will be made with the customer to continue the eval.

Event description:
A customer stated that when customer used excel off brand reagent strips the elite system would not count down and display a result. No blood sugar result to a diabetic could be a serious condition. While on the phone a review of the system was conducted. The customer did not have requisite supplies to continue testing. Also the customer was informed that bayer does not provide or support the use of an off brand reagent. Follow-up will be made with the customer to continue the evaluation.